Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5a63z. Investigation summary: the analysis results showed that one gst60w reload was received unfired, with the pan partially detached from the left side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a small bowel resection, the doctor was trying to load the cartridge into the stapler and the cartridge was bent. A second like cartridge was used to complete the procedure. There were no patient consequences reported. One cartridge will be returned by the customer.